Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading ranged from 150 - 250 mg/dl, and the meter bg reading was 115 mg/dl. These values are within an acceptable range according to the parkes error grid. As a result of the inaccurate values, the customer reported a low bg value of 20 mg/dl and went to the emergency room (ER) where they were treated intravenously with fluids of saline and insulin, and sustained no permanent damage. The customer remained in the ER for 3 hours and declined further troubleshooting with cts when asked to provide a release date from the ER. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.